Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation controm module. The active exhalation controm module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation controm module failing was due to the solenoid valve being stuck open.

Event description:
A ventilator's exhalation valve would not close when tested by the manufacturer before placing the device into patient use. The ventilator was evaluated by the manufacturer and the issue was confirmed. The device's active exhalation control module was replaced to address the issue.